Event description:
Impossibility to change the pressure setting of the valve. The valve was explanted. The doctor request to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer in 2008. Results of analysis will be developed in a follow-up report.